Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "door not fully latched alarm". The evaluation found the force needed to secure door is above expected levels. Review of the history log shows multiple door jammed alarms. The door hooks and latch pins have been replaced to correct this condition.

Event description:
The customer reported that the spectrum pump displayed "door not fully latched" alarms. The customer reported that there was no patient involvement. No further information was available.